Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, after the handle was squeezed, a crunch was heard and the handle broke down. Only a few staples formed and the staple line was incomplete proximally. The handle could no longer be used and another stapler was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, after firing the device completely, a crunch was heard and the handle broke down. Only a few staples formed and the staple line was incomplete proximally. The handle could no longer be used and another stapler was used to complete the case. There was no patient injury.